Manufacturer narrative:
Lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).

Event description:
It was reported that the patient experienced coupling and or communication issues. Use of the antenna locate feature resulted in a p ower-on-reset message being displayed on the recharger, which then led to the normal recharging screen. This resolved the reported issue.